Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review was conducted previously on legacy complaint (B)(6). 4 unrelated non conformances on this batch. Micro and sterility tests passed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for superficial wound infection. Event is not serious and is considered mild. Event is definitely not related to device and is definitely related to procedure. Date of implantation: (B)(6) 2015. Date of event (onset): (B)(6) 2015. (Left knee). Treatment: invasive knee aspiration for cultures/sensitivity. Intravenous vancomycin antibiotic therapy.